Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false bradycardia episode due to undersensing premature ventricular contractions (pvc). It was further reported the icm episodes are not in carelink. The icm remains in use. No patient complications have been reported as a result of this event.